Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log. The fse checked the home position of the bf wash unit and found s136 (limit sensor) was three (3) pulses past the allowable lighting range and the sensors needed mechanical alignments. The fse replaced s135 (home sensor) and s136 sensors as a precaution and performed mechanical adjustment of the new sensors per the specifications. The fse verified the resolution by running quality control on all tests they use without any errors. The aia-900 analyzer is functioning as expected. No further action is required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 11358806. There were no similar complaints identified during the search period. The aia-900 operators manual under section 12: flags and error messages state the following: [4337] wash-y positioning overrun cause: the home sensor s135, which is not supposed to detect the incubator before it reaches the target position, detected the incubator. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s135 and pm134 for a possible malfunction. The most probable cause of the reported event could not be established.

Event description:
A customer reported "4337 wash-y positioning overrun¿ error on the aia-900 analyzer. The customer tried an all set home and cleaned the bf probe tip, but error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.